Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead had high pacing impedance and was sensing noise caused by a fracture on the lead. The patient was asymptomatic. No changes were made and the patient was in stable condition.